Event description:
Toothbrush had broken...bottom portion of brush came off...bristles (brissels) - oral-b [device breakage]. Case narrative: consumer via chat reported that the bottom portion of the oral-b toothbrush refill (bristles) had broken/came off while brushing their teeth with the oral-b toothbrush. No injury was reported. (B)(6) 2023 follow up via chat: the concomitant product was an oral-b vitality toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.